Manufacturer narrative:
Additional information: g3, fdp code (c50470) was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral mastectomy procedure, the surgeon held the debakey forceps while they "buzzed" the es pencil on the forceps to stop a small bleed. They buzzed the debakey forceps below the surgeon's hand closer to the patient's and it transferred energy to the surgeon's finger. The surgeon's glove showed a match flame size, and the surgeon's glove and hand were subsequently burned. They stamped out to extinguished the fire and the surgical field was wet. The surgeon had a 2nd degree burn at the index finger.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a fire and the surgeon had a 2nd degree burn at the index finger. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: some surgeons may elect to "buzz the hemostat" during surgical procedures. It is not recommended, and the hazards of such a practice probably cannot be eliminated. Burns to the surgeon's hands are possible. Full details of this assessment are available in the corr esponding task. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral mastectomy procedure, the surgeon held the debakey forceps while they "buzzed" the es pencil on the forceps to stop a small bleed. They buzzed the debakey forceps below the surgeon's hand closer to the patients. The surgeon's glove showed a flame, and the surgeon's glove and hand were subsequently burned. The surgeon had a 2nd degree burn at the index finger.

Manufacturer narrative:
D10 concomitant products: sep5000, pencil sep5000 rkr sw smoke evac (lot#:2305006x), se3690, se3690 rapidvac smoke evacuator 110vx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.